Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event are included below. Continuous glucose monitor (cgm) value of 44 was recorded at 5:47:41 pm on (B)(6) 2020. ¿ a cgm alert 1 (cgm low alert) for a reading of 44 was enunciated at 5:47:41 pm on (B)(6) 2020. ¿ the user made the following bolus request(s) while having insulin on board (iob): time: 12:46:22 pm date: (B)(6) 2020 iob: 0.78 requesting a bolus with iob may lead to a low glucose event. ¿ the user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 3:29:45 pm date: (B)(6) 2020 iob: 1.26 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was unknown. Customer received assistance consuming orange juice to address bg. Recommendation was made to discuss diabetes management with a health care professional.